Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 812:05, which was identified during bio-medical testing. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 812:05 was a cascade failure code 808:07, which interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:05 was confirmed during product evaluation in the pump's event history. This condition was a cascade failure code 808:07, which was caused by a faulty pumphead module. This device is owned by baxter and will not be repaired.